Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the monitor to pass startup self-diagnostics with no errors.

Manufacturer narrative:
The reported complaint was not verifiable as the unit did not undergo blood loop testing. The service repair technician (srt) was unable to duplicate the complaint. The monitor passed startup self-diagnostics test with no errors and no errors. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
As per clinical review on 21-mar-2017: the user claimed that the shunt sensor temperature measurement was seven to eight degrees celsius less than the oxygenator outlet temperature. In most cases, the shunt sensor temperature is about two degrees cooler than oxygenator outlet blood. According to the subsidiary, this monitor and blood parameter monitor (bpm) were not part of the 2016 thermistor recall and they also stated that the thermistor cap on bpm was not stuck in a retracted state. There is no clearly understood failure mode for why the large difference in temperature measurements. No other accuracy issues observed with other shunt measures. The system was used for the entire procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The temperature of the shunt sensor indicated 7 or 8 degrees lower than the temperature of the lung exit.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an abnormal measurements with shunt sensor was observed. The product was not changed out as the customer continued the procedure regardless of the measurements. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.